Event description:
It was reported that during the implant attempt of a lead, the stylet could not be inserted into the proximal portion of the lead lumen. It was noted that there was the possibility of blood contamination and coagulation, thus saline solution was injected into the lumen. However, the issue was not resolved. The physician chose to remove the lead, and implant a different lead to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted the lead was returned with the stylet still inserted in it. The stylet was able to be removed from lead but with resistance. Kinking and bending of stylet are observed in various locations. The stylet sample was used to perform insertion test, it passed the df-4 pin and coil lumen without issue. No anomalies were found with the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.